Manufacturer narrative:
Product analysis: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Concomitant medical products: product ID dtba2d1, serial# (B)(4), implanted: (B)(6) 2013.

Event description:
It was reported that for several months, the right ventricular (rv) lead exhibited a gradual rise to high rv pacing impedance and a high impedance alert triggered. It was noted the rv lead was reprogrammed rv tip to coil and it was then observed that the cardiac resynchronization therapy defibrillator (crt-d) incorrectly sensed the ventricular activity as ventricular fibrillation (vf). The patient alert for high pacing impedance was programmed off and the physician chose to leave the rv lead in use, as the patient was doing well. No patient complications have been reported as a result of this event.